Event description:
It was reported that the patient underwent a surgery to extend an original construct of l1-s1 to t8-s1 after the patient suffered a compression fracture at t12 and a vertebroplasty was performed at t12. It was reported that there was a rod broken and pseudoarthrosis between t12 and l1. The patient underwent a revision surgery to replace the broken rod. No additional patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The product did not return for evaluation, however films were supplied for review which found: ap and lateral views show segmental complex construct t8-s1/iliac. There has been vertebroplasty at t12 and various interbody devices placed at l2/3 and l3/4. Rod is broken at t12 on left side. Lower construct is connected to upper construct through lateral connectors at l1.

Manufacturer narrative:
Visual review confirms rod broken approx. 30mm from end of rod. Multiple rod bender points and set screw witness marks noted, but not in immediate proximity to the fracture surfaces. Light surface witness marks identified, but did not identify surface defect that could promote crack initiation and propagation. Dimensional inspection confirms rod diameter both above and below the fracture within print specification. Fracture surface damage and smearing noted. Examination of the fracture surface identified multiple region of markedly different morphology, with a small initial region of subcritical overload, followed by a region with identifiable progressive convex striations or beach marks, followed by another region of increased material disruption and riverlines which are indicative of overload to which appears to have resulted in ultimate failure of the implant. Beach marks are indicative of fatigue crack growth and are indicative of cyclic fatigue. The convex curvature of the beach marks point in the direction of crack growth. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant components; unable to definitively determine specific root cause of the foregoing event from the available information.